Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that there was a code for battery depletion. Engineering analysis found the code was erroneously entered due to multiple magnet detections. The patient was brought into the office where tones from the subcutaneous implantable cardioverter defibrillator (s-ICD) were noted. The code and beeping function were reset. Upon review the physician noted some undersensing of the patient's premature ventricular contractions. The sensing vector was reprogrammed and the s-ICD remains in service. No adverse patient effects were reported.